Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that electrical circuit was damaged and image was not displayed due to occurring watertightness failure from ring part and water flooded inside. The event can be detected/prevented by following the instructions for use which state: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings were that the cosring had leaked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported on behalf of the customer that the 4k camera head had no image on the monitor during preparation for use. The intended therapeutic procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.